Event description:
It was reported that the device reached eol (end of life). The device was noted to have performed normally in regard to battery longevity until the patient received a wireless home monitor, where upon it was believed that the patient tried numerous manual downloads on a regular basis but never kept the monitor plugged into a power socket. The patient was noted to be hard of hearing and never heard audible alarms. The device was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Device not received by manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.